Event description:
Customer reported a cracked screen, and also when unit is turned on it makes continuous alarm noise. The device was received for evaluation. The evaluation verified the customer reported issue. When reviewing the device event, log errors 51 (4x) and 99 (2x) were found. Lcd pcb was replaced to address the cracked screen. The speaker was replaced to resolve error 51. The cpu and power supply pcbs were replaced to resolve error 99. The device was cleaned, configured, calibrated and post repair tested. After repair, the device meet specification.